Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unk lot. Unknown, tibial component, unk lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, they had a revision surgery due to a fractured patellar component approximately 4 years post-implantation. The surgical technique was utilized; there was no surgical delay, all pieces of the patella were removed. Attempts have been made and no further information has been provided.